Event description:
It was reported about three weeks after implant that the patient's right ventricular (rv) lead dislodged as evidenced by intermittent pacing capture. The rv lead was repositioned into the right atrium and another lead was implanted in the rv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.